Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Based on the information reviewed, a cause for the reported mitral regurgitation (mr) could not be determined. The reported dyspnea and fatigue appear to be outcomes of the mr. Dyspnea, fatigue, and mitral regurgitation are listed in the instruction for use (IFU) as known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that after the initial procedure, the patient presented with increased mitral regurgitation. It was reported that this was a mitraclip procedure performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with grade 3-4. One clip was implanted, reducing mr to 1-2. On (B)(6) 2020, the patient presented at the hospital with shortness of breath and fatigue. A transesophageal echocardiography was performed, and it was noted that the clip is stable; however, the patient's mr is severe. There are plans being made to possibly implant a second clip, but the case is still being accessed. No additional information was provided.